Event description:
Interventional radiology patient positioned prone slipped laterally and suddenly fell from table to floor during conclusion of procedure though caregivers next to table. Patient was centered and mattress stayed in place. Patient needed serial CT scans. Small subarachnoid hemorrhage. No surgery needed. No straps that are attached to table for use in security patient. No straps that adhere to pad on top of table. Recommendations not found in instructions for use (IFU) of table. Reaching out to sales rep to see if they have some suggestions.